Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited undersensing, the clinician reprogrammed the device. The patient was asymptomatic and would continue to be monitored via merlin.net.